Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No moisture damage found on electronic assembly or motor.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. She stated that the device did not have any cracks but fluid could be seen inside the screen. The customer explained that water came down through the ceiling and landed on the insulin pump. Blood glucose value was 93 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.